Event description:
Pt attached medication minibag to new tubing set. Ampicillin was mixed into solution using advantage system. Minibag and drip chamber were clear but tubing showed a crystallized precipitate. Pt did not use the system.